Event description:
The nurse contacted lfs alleging inaccurate low readings a patient's one touch verio pro meter compared to the lab. The patient had obtained a 371 mg/dl on the lab and 10-30 minutes later compared the reading to the verio pro meter and obtained a 258 mg/dl. The patient denied exhibiting any symptoms or receiving any medical treatment. The test strips were in good condition and not expired. Meter was replaced and requested back for investigation. There is no evidence that a serious injury occured. The complaint is being reported since the meter to lab is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.